Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The investigational analysis completed 2/13/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Before the procedure started, a small effusion was observed. During the procedure, the physician delivered 4 radio frequency lesions. During the last lesion, the patient moved. While the physician was waiting for anesthesia to sedate the patient further, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by the intracardiac echocardiography soundstar. Pericardiocentesis was performed to remove about 750cc of fluid from the pericardial space. The reminder of the procedure was aborted. The patient was taken to the operating room for cardiothoracic surgery. Pericardial window was performed, but at that time they noticed that the patient had stopped bleeding, they did not have to proceed with further intervention. Extended hospitalization was required, the patient stayed for at least another day after the procedure. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician believed that the cs was the origin of the effusion. He used a st. Jude inquiry cs catheter. Transseptal puncture was performed with a safe sept transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec, 25%, 3mm. Surpoint was used as additional filter with the visitag module and it was also used prospectively as a color option. No error messages were displayed on any bwi equipment.